Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the sieve beds being defective. Additional malfunctions were 2 md hose clamps were installed, on/off switch had no alarm and 8 tie wraps were installed.